Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x20mm synergy ii drug-eluting stent was advanced but failed to cross lesion. When the delivery system was checked outside the body, the stent distal edge was found to be flared. The procedure was completed with another of same device. There were no patient complications reported.